Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that there were loss of prime warnings with the cartridge. The reporter stated that the patient had a blood glucose between 13.9 and 17 mmol/l with no symptoms of hyperglycemia. The alleged blood glucose excursion does not meet criteria for a serious injury. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.